Event description:
(B)(4). I have been a healthy person. In good shape, eat right and exercise regularly. Ever since essure was inserted I have felt awful. The onset of these symptoms persist. Headaches, back pain, brain fog, joint pain in my fingers, hip pain, tremendous pain in my left leg behind my knee, stomach bloat and pelvic pain. I switched my diet to become gluten free and dairy free and that didn't work. I still have all of the above. I've been out on anti inflammatory meds and that didn't work. This is the worst product ever.

Event description:
(B)(4). Hip pain all of the time, back pain, abdominal pain left side always. Ohhhhh- just found out I'm allergic to nickel!!! Which is in essure!! Getting it out!!!! How many people have to complain of the same thing before something is done? Two years of suffering for me, many many more for other women.

Event description:
(B)(4). It's been two years of pain. Essue implantation (B)(6) 2015. One month later tons of symptoms happened. Headaches, awful hip pain that would get worse every day, back pain, bad joint pain in legs and fingers, the top of my head hurt, my hair hurt, hair loss, bloat like 6 months always, memory loss, fogginess, itchy hives on chest and face, abdominal pain. Come to find out - I was tested and have a very extreme allergy to nickel! Should have been tested prior, don't you think? Well, that was the cause for all of my issues. Had blood tests done and nothing showed up. MRI and cat scan and nothing showed up. Had to find a dr. That believed me and believed that this device is poison!! Take this off of the market and help all of us that have been affected. Tons of pain, time and expense have been wasted on this awful science experiment. Please do something FDA!!!